Manufacturer narrative:
The lot number was provided. A review of the approved device history record indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device was not returned to the manufacturer for analysis; therefore, a product evaluation could not be performed. The root cause is unknown. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report or the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.

Event description:
It was reported that an embolization coil got stuck in the catheter and detached. The coil was removed in its entirety along with the catheter. There was no reported intervention or patient injury. The patient was reported to be great.